Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/01/2017 that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted on the left side of the abdomen on (B)(6) 2017. The date of issue is an approximation. The patient reported that 2 days after putting the sensor on, they noticed that a rash started to show under the sensor adhesive. The patient saw their dermatologist on (B)(6) 2017 and was prescribed triamcinolone cream to treat the affected area. The rash persisted until (B)(6) 2017. At the time of contact, the patient was in normal condition. No additional event or patient information is available.